Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor broke when the insertion device took the needle hub out. The customer's blood glucose level was 110 mg/dl. He also reported that the sensors were not lasting six days like they were supposed to. The product was not returned. Nothing further to report.